Manufacturer narrative:
Co technicians traveled to the user facility (8/2007). The investigation revealed that a eschmann footswitch had been used during the adverse event. The generator was found to display an "err 2" code when powered on. "Err 2" code indicates there is an accessory stuck or an accessory being activated. The foot switch was disconnected and the unit powered back on. The generator exhibited no errors. The footswitch was then reconnected and immediately cut output was activated continuously. Continuing the investigation found the system 7500 to function as designed within all physical and electrical specifications. The defective eschmann footswitch is the root cause of the adverse event. Conmed does not distribute or manufacture the eschmann footswitch (p/n:83-109-39).

Event description:
Cut mode continued to give output when the surgeon had removed foot from pedal. The diathermy had been used on two previous patients without any fault. Due to nature of fault, a hole/perforation was made in the bladder of the patient. Staff in the theatres unplugged the machine and turned back "on", the following message was displayed "err", machine was switched "off" again, power lead was re-connected and switched back "on", machine seemed ok. The system 7500 was then taken out of service and given to medical engineering for evaluation.